Manufacturer narrative:
The center was notified of death by donors significant other. The cause of death is unknown as the center does not have access to any autopsy report. The center received information that the final report is pending toxicology and that there is preliminary evidence to suggest an accidental drug overdose. The center has not received any additional information and no further request from the center will be made. Haemonetics sent a field service engineer to evaluate the pcs¿2 plasma collection system. Haemonetics field service engineer inspected the unit and found all calibrations within specifications and components functioning properly. Unit functional tests were performed and unit met manufacturers specifications. The disposables were discarded by customer, without physical sample to evaluate haemonetics is unable to establish cause.

Event description:
On (B)(6) 2021, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs¿2 plasma collection system. The donor did not experience any issues, events or alarms during donation procedure. There were no issues noted with the disposables during the donation procedure. The plasma donation procedure was completed successfully with 690 ml of plasma collected. Donor has previously donated with no reactions.